Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. Customer has indicated that the device is in process of being returned to zimmer biomet for evaluation. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a total knee procedure, the implant was found to have debris within the innermost sterile packaging upon opening. The implant was not implanted for sterility concerns and there was a surgical delay of five (5) minutes to retrieve a replacement device. There was no patient impact and no adverse events have been reported as a result of the malfunction.